Event description:
The iab was inserted into the pt on 2/4/98 at 12:30 am and removed on 2/5/98 at 5:50 pm. The iab did not malfunction. The pt had bleeding that was not severe and a transfusion was required. (Event complications: bleeding/not severe/transfusion required-reported 3/26/98.) (Pt's current status: discharged reported 3/26/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/13/98).